Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements during delivery of several appropriate shocks, resulting in a shock lead open message being recorded by the device. Review of the stored shock therapy episodes noted some of the delivered shocks were unsuccessful in converting the rhythm. Further review of stored device data noted shock impedance measurements have intermittently been greater than 125 ohms for approximately seven months. Technical services (ts) discussed the potential of calcification on the lead. Potential lead replacement was discussed. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements during delivery of several appropriate shocks, resulting in a shock lead open message being recorded by the device. Review of the stored shock therapy episodes noted some of the delivered shocks were unsuccessful in converting the rhythm. Further review of stored device data noted shock impedance measurements have intermittently been greater than 125 ohms for approximately seven months. Technical services (ts) discussed the potential of calcification on the lead. Potential lead replacement was discussed. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that defibrillation threshold (dft) testing was performed, and shock impedance measurements following shock delivery were noted to be within normal limits. The physician plans to wait to replace the lead at the time of routine replacement of the associated device.